Manufacturer narrative:
The technician replaced the center arm assembly to repair the bed.

Event description:
Information received indicates the siderail will not latch due to a broken center arm assembly.